Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient turned stimulation off last night when she went to bed and that it would not turn on in the morning. The patient stated there was a storm last night and they were not sure if that had anything to do with it. The patient said she was referring to her patient programmer. They had tried new batteries in it as well. The controller had not gotten wet or dropped. The patient also reported they have a lot of burning, searing pain at the site of the paddle lead where the bra strap is, and it had been getting worse. They had been doing a lot of things with their arms and had been more physical with activity lately because they had been unpacking their new house and had been working on their ribs in physical therapy. Their ribs pop up a lot and they had been pushing on that area to get the ribs back into place. The patient reported this happens off and on and started a number of months ago and had been really bad in the past month. The patient reported they were not having the burning pain the morning of the call but that could be because they turned the stimulation off last night. The patient further reported that they had a bad fall in (B)(6) 2018 and they did an x-ray and everything seemed to be in place. They did an MRI of the neck and they were going to do a CT scan of the back. The patient also fell the week before the report and went down to their knees and hit the right shoulder into a doorway. No further complications were reported/anticipated.